Event description:
It was reported the insulin pump alerted low battery. After using a new battery the insulin pump would not have power for a day. Customer's blood glucose was reported normal and didn't require medical treatment. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.